Manufacturer narrative:
Concomitant medical products: 1845000, drill 1845000, indigo high speed. Product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that while using the handpiece they heard a "click" and then the attachment "exploded"; it got very hot. The surgeon¿s hands may have been burnt. Multiple attempts have been made to gather additional information regarding this event; however, at this time, no additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant device: 1845000: drill 1845000 indigo high speed otologic, s/n (B)(4), lot 209294385 manufactured date: 2015-03-05 UDI: (B)(4). Product evaluation: -- 1845020: attachment indigo otol angled: the device was received in the half lock/unlock position. It was not possible to perform pre-repair temperature tests; no bur could be inserted. The device was found to be internally polluted and corroded and the bur lock bearings were stuck in the shaft. The device cleaned, parts replaced, repaired and successfully tested to specifications. -- 1845000: drill indigo high speed otologic: the device was received in good cosmetic condition. Pre-repair temperature test results were performed. Ambient temperature was 77 f, and after running the device for 1 minute the temperature was 81 f. There was no fault found with the device; it was successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was confirmed that the physician sustained "grade 1 burn: superficial layer irritation: red without blister", which was run under cold water for relief. Clarification of the event: "the surgeon was drilling in the bone. The drill did go well. But suddenly there was a strange noise and there was a force on the drill. After that it became overheated. Accident happened after 20 minutes of drilling without any problem." It was also confirmed that irrigation was primed and running at the time of the occurrence.